Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) on the homechoice (hc) while connected during peritoneal dialysis (pd) therapy. There was nothing unusual noted with the supplies. The patient was properly primed before connecting, all bags were properly connected and there were no open clamps on any unused supply lines. Pd therapy was discontinued and the patient disconnected from the supplies. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.